Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing during ventricular fibrillation (vf) episodes was observed on the right ventricular (rv) lead. It was additionally noted that it did not appear to affect episode detection or therapy. The lead remains in use. No patient complications have been reported as a result of this event.